Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit and cable unit was dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the most probable cause of the malfunction dirty plug unit and cable unit was due to the water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an incompatible scope error e315. There were no reports of patient harm.